Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced prolonged hyperglycemia followed by hypoglycemia and used extra meal announcements as a corrective strategy, after which the user completed a full infusion set change (23 in, 6 mm) and was uncertain if the prior cannula had been bent; glucose began rising during the call. Symptoms included hypoglycemia to 40 mg/dl without loss of consciousness and hyperglycemia up to 300 mg/dl without ketoacidosis. Outcomes included transient impact on daily activities without medical intervention or hospitalization. Investigation included call-based troubleshooting and user education, including guidance to avoid announcing meals that are not consumed due to potential disruption of the dosing algorithm, as well as assessment of the infusion site and recent supply change. Investigation of this case revealed user technique and use-pattern factors, specifically using meal announcements as corrections, as the most plausible contributors, with a possible suboptimal infusion site prior to the set change. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement behavior, with possible infusion site performance contributing.